Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose levels and high ketone levels. Reportedly, intermittent unspecified alarms occurred. Additional information was not proved. Customer declined troubleshooting with tandem technical support.